Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv vector was reprogrammed and the lead remains in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the diaphragmatic stimulation from the left ventricular (lv) lead returned. The lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.